Event description:
Patient controlled analgesia (pca) was noted to be leaking. Pca module was running and not alarming. Small leak found at leur lock connection of syringe and tubing. No air in tubing but patient was not receiving full does of medication. Syringe tip found broken off inside tubing. Syringe and tubing changed. Patient did not suffer any harm.